Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end to the first diagonal of the left anterior descending artery. The 12mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion however the balloon ruptured at 16 atmospheres during the first inflation due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a hoop. There was blood in the inflation lumen and in the guidewire lumen. The distal end of the balloon was tightly wrapped and inside the protective tubing. Examination under magnification revealed a longitudinal tear 6mm long on the distal end the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end to the first diagonal of the left anterior descending artery. The 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion however the balloon ruptured at 16 atmospheres during the first inflation due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition was good.